Event description:
The implantable neurostimulator moved and was pressing tightly against the skin of the pt, causing him a lot of pain when he lay down. The pain came from the area on top of the implantable neurostimulator. Neurostimulation was not addressing the correct painful areas. The pt was seen by a field representative. The implantable neurostimulator was determined to be flipped on its side. There were coupling and communication issues. The hcp attempted to manually turn the device but was unable to do so. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.